Event description:
It was reported that at times when powered on the programmer display screen would be blank and at times when powered on the programmer would prompt to a message to "contact [company] personnel." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer powered up at times to a blank screen and a message prompting company personnel to be contacted, the programmer powered up with no fault found. Because it was noted that this unit had been returned three times prior with similar comments it was to be scrapped and replaced. (B)(4).